Event description:
This was a diagnostic peripheral case on (B)(6) 2014. The pt was not obese and no tortuosity or calcification were noted. Access was achieved through the left common femoral artery. The physician had difficulty palpating pulse and multiple punctures were required for initial access. The following day, the pt was re-admitted to the emergency room with a cold leg and underwent a peripheral intervention. Left leg runoff revealed an occlusion at the access site. A distal occlusion (focal lesion) was also observed in the superficial femoral artery. Both the common and superficial femoral artery lesions were crossed and both areas stented.

Manufacturer narrative:
Further info regarding the pt outcome was not forthcoming from the site despite 3 attempts to f/u. The device was not returned; therefore, product failure analysis was not possible. Video/images received confirmed the description of event. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of spec as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.